Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer guided the staff through verifying that the scope and system settings were in the correct orientation. The staff then proceeded with redocking and reinstalling the instruments and camera, and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that the scope image and arm controls were flipped following an operating room power surge and a subsequent system power cycle. When the call began, the staff were in the process of power cycling the system again. The technical support engineer guided the staff through verifying that the scope and system settings were in the correct orientation. The staff then proceeded with redocking and reinstalling the instruments and camera, and the issue was resolved. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a cholecystectomy. The issue did not result in patient injury. The surgeon had just placed ports and sat at the console. No instrument information available. The endoscope is not available for return.